Event description:
Bd luer-lok tip 10 ml (lot: 5112986) syringes were identified to have leakage past the first and second ribs on the black stopper. Identification of the faulty syringes were done prior to any patient administration. Severity: error occurred; medication did not reach patient. (B)(6).